Event description:
It was reported that leakage of blood and fluids occurred during administration with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from polish to english: during the administration of fluids was noticed a fluid dripping underneath the faucet mixed with blood. The event took place several times, each time with a new tap.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8180508. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Due to complications in shipping the submitted sample was inadvertently returned to the customer facility. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint, if the sample can be resubmitted we will reopen your inquiry.

Manufacturer narrative:
Initial reporter phone #: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage of blood and fluids occurred during administration with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from polish to english: during the administration of fluids was noticed a fluid dripping underneath the faucet mixed with blood. The event took place several times, each time with a new tap.